Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There has been one other event for the lot referenced.

Event description:
It was reported that when implanting a stem in a primary right hip procedure, the patient's femur fractured. Surgeon used a cable to address the fracture and retained the femoral stem.